Manufacturer narrative:
After conducting a limited investigation into this claim by the supplier, they cannot confirm a quality problem with this product because the devices involved in the incidents were not returned for evaluation. Without an evaluation of the device involved the supplier, was unable to determine the cause or factors that may have contributed to this event. A review of supplier's complaint history indicated that based on historic data this is not a systemic issue, and is considered an isolated incident. This type of event will be trended through their complaint handling process. Corrective action: no corrective action will be taken at this time. However, vygon will enter this incident into our complaint log, and continue monitoring for complaints against the (B)(4).

Event description:
The PICC nurses found that the 21g x 7cm introducer needles were not sharp enough to cleanly penetrate the skin of the patient. The needle required substantial force in an attempt to puncture the skin. Once they determined that the needle was dull they would discard the needle and deliver a new sterile needle to the sterile field.

Manufacturer narrative:
This product is manufactured for vygon USA by martech medical, as an OEM product. Vygon has sent this complaint and defective sample back to martech, the manufacturer, for examination and investigation. The results of this investigation are still pending, and will be sent to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The PICC nurses found that the 21g x 7cm introducer needles were not sharp enough to cleanly penetrate the skin of the patient. The needle required substantial force in an attempt to puncture the skin. Once they determined that the needle was dull they would discard the needle and deliver a new sterile needle to the sterile field.